Event description:
It was reported that during a surgical procedure, the jaws of instruments controlled by one arm of the da vinci surgical system would not close fully. The surgery was converted to an open surgical techniques in order to complete the planned surgical procedure. No pt harm, injury or other adverse event were reported.